Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified injections parenterally (doses and frequencies not reported) and unspecified drugs intraperitoneally (doses and frequencies not reported). No further information was provided regarding the outcome of the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient had recovered (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.